Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
One euphora rx ptca balloon catheter was attempted to be used to pre-dilate a mildly tortuous, mildly calcified lesion in the mid lad. There was no damage noted to the device packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues. Negative prep was performed with no issues. Resistance was not encountered when advancing the device and excessive force was not used. The balloon was being used to pre-dilate. It was reported that the balloon ruptured during the first inflation, 3-5 atm's of pressure had been applied. There was a sudden drop in pressure. The device was then removed and the procedure was completed using a non-medtronic device. No patient injury is reported.

Manufacturer narrative:
Product analysis summary: the balloon returned with no blood visible in the balloon and inflation lumen. The device was placed in the water bath in order to aid inflation. The balloon failed negative prep. On pressurisation of the device, a leak was observed on the balloon distal cone. The balloon failed to maintain pressure. Upon visual inspection of the device, there was a short longitudinal tear on the balloon working length located at the distal marker band. Lead in scratches were not evident to the tear site. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.